Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service tech found the unit had no audio.¿ the unit was triaged and the reported condition was confirmed. No audible tones were heard when the pump was powered on. The unit was disassembled and a visual inspection found component c168 was broken at both solder joints. It was also observed that component u14 was damaged, resulting in bent leads and lifted pads, however connections seemed secure. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018 the the service tech found the unit had no audio.